Event description:
Pt had a total knee replacement in which doctor used zimmer implants with surgical simplex p cement. In 2005, surgeon operated on pt due to a "failed left total knee arthroplasty and flexion contracture knee." The tibial component was noted to be loose and came out quite easily.